Event description:
It was reported, that the patient presented for a follow-up visit at the clinic. It was found that the pacemaker had failed to interrogate and had no magnet response. In the clinic, merlin.net showed, that during the last check in (B)(6) 2024, the pacemaker was in vvi back-up mode. The pacemaker was at the end of service. It was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported event of no magnet response was confirmed, but the reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry testing indicated a normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.